Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer declined to perform troubleshooting and changed the infusion set to address the issue. There was no reported impact to the customer's blood glucose level.